Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate tachy shocks on different isolated episodes due to atrial fibrillation (af) with rapid ventricular response (rvr). There is no evidence of therapy exhaustion. The patient had medical intervention as corrective action. An atrioventricular (av) node ablation procedure was performed to treat this patient condition. This device remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided. Correction: -b2 (event date): changed to (B)(6) 2019

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate tachy shocks on different isolated episodes due to atrial fibrillation (af) with rapid ventricular response (rvr). There is no evidence of therapy exhaustion. The patient had medical intervention as corrective action. An av node ablation procedure was performed to treat this patient condition. No additional adverse patient effects were reported.